Manufacturer narrative:
Patient weight was not provided by the author(s). The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device mfg date not available at the time of this submission. Article states, "no permanent neurological or endocrine complications were noted after laser ablation of hypothalamic hamartomas in our series. Transient neurological deficits were common (50%), and similar rates are seen with resective surgery." No requests for system service have been received regarding the reported events. Reported events/complications are known inherent risks to this procedure/disease type. Regarding the transient hemiparesis, article states, "the hamartoma was located in the posterior third ventricle abutting the cerebral peduncle. This, along with rapid resolution and responsiveness to steroid therapy, suggests local edema and mass effect secondary to the ablation as the etiology for these symptoms." No allegation of malfunction.

Event description:
Article, stereotactic laser ablation for hypothalamic and deep intraventricular lesions by buckley et al, reports that a patient undergoing laser ablation for a hypothalamic hematoma required postoperative speech therapy, due to stuttering speech and expressive dysphasia. Patient also experienced postoperative transient right hemiparesis immediately after ablation (which resolved with steroid treatment within 24-48 hrs without residual). Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualise thermal therapy system.

Manufacturer narrative:
Correction to UDI. Device mfg date now provided.